Event description:
It was reported that pump indicated insulin amount was low after customer changed to new cartridge and infusion set. There was no reported impact to the customer¿s blood glucose level. Customer replaced infusion set and cartridge again, after which issue was resolved and pump functioned normally.